Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity. It was reported that the hcp interrogated the pump on (B)(6) 2016 at 11:30 and the event logs showed an event "pump stopped due to safety count." The manufacturer representative stated that it was listed in the event logs multiple times. It occurred on (B)(6) 2016 at 08:10 and (B)(6) 2016 at 08:10. The representative reported that the event was being triggered at a particular time of the day that the patient received a flex bolus. No symptoms were reported. Technical services suggested updating the pump to minimum rate mode and then reprogramming the flexing dosing. The pump was then interrogated, placed into minimum rate and updated. Then re-interrogated, reprogrammed prior to dosing schedules and updated. No further information had been reported to the manufacturer representative as of 2016-07-07. The cause of the safety count was not determined. The patient's next appointment was scheduled for (B)(6) 2016 at 09:30 for refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.